Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 12/2016, device manufacture date: 11/2011. Reported to the FDA on november 16, 2015. (B)(4).

Event description:
It was reported fluid leakage was noted over the "y bifurcation" on the foley catheter one day after insertion. The foley catheter was removed and replaced with a new device. It was further noted that the device had not been clamped nor had a foley stabilization device been used while the device in place. No patient complications were reported as a result of this event.